Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that while turning on the tap on the rear of a heater-cooler system 3t, a burning smell was noticed. This happened during procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. No evidence of a burned component could be identified. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial report.